Event description:
The patient underwent a CABG procedure and the drain was placed. The patient was brought back to the operating room for bleeding. When the physician pulled out the drain, it broke. A piece remained in the patient and was removed during the procedure.